Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter. The suspected contour next test strips were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lpef05a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter ,so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 38 mg/dl at 2:54 p.m. And 248 mg/dl at 2:57 p.m. On the contour next link 2.4 meter. Based on the reading of 248 mg/dl, the customer received 3.7 units of insulin from her insulin pump, after which she had headache. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.